Event description:
It was reported that patient death occurred. An angiojet ultra system console used for thrombectomy procedure. However, during the preparation the console showed an error 47. The angiojet procedure was canceled and the patient died as he could not be treated. It was further clarified that patient death did not occur. There was no patient involvement. The angiojet procedure was canceled before the patient was prepared and the patient was treated another way.

Manufacturer narrative:
Device eval by manufacturer: the angiojet console serial number (B)(6) powered up and went straight into an error mode and failed the angiojet basic functional test. Visual inspection of the console revealed no scratches or dents. Error 47 monitor software failure was displayed on power up and the functional test was not able to be completed. The error was traced to a faulty pfc board. The mainboard was replaced. During investigation, the drawer was found to be a glitch in its movements. This is unlikely to have contributed to the failure as replacing it with a known good drawer did not resolve the fault.

Event description:
It was reported that patient death occurred. An angiojet ultra system console used for thrombectomy procedure. However, during the preparation the console showed an error 47. The angiojet procedure was canceled and the patient died as he could not be treated.